Manufacturer narrative:
This device is not available for return and evaluation at it was discarded by the pathology department. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the heavy calcification and critical aortic stenosis cannot be conclusively determined at this time. However, it is likely that patient related factors and the progression of disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 29 mm bioprosthetic aortic valve was disabled after an implant duration of fifteen (15) years, one (1) month, fourteen (14) days for heavy calcification, critical aortic stenosis and dyspnea. The patient underwent a valve-in-valve procedure using a 29mm transcatheter bioprosthetic valve. Both devices remain implanted. Per obtained medical records, the patient presented with symptoms of fatigue, swelling, shortness of breath, and orthopnea. Baseline exam showed heavily calcified and moderate to severely stenotic bioprosthetic aortic valve with an ejection fraction of 60-65 percent. During the procedure, the 29mm transcatheter bioprosthetic valve was successfully deployed within the 29 mm bioprosthetic aortic valve. Transesophageal echo showed good valve position and good valve function with no perivalvular leak. The patient was transferred to the intensive care unit in serious but stable condition.